Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information reported that surgical intervention was undertaken in which the patient's ipg was explanted and new ipg implanted. Therapy was restored post-op.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the ipg would not take a charge. The patient programmer was able to communicate with the ipg and displays "ipg battery low/stim off." On a subsequent visit the ipg would no longer communicate with the patient programmer and charger. Ipg deemed inoperable, surgical intervention may be pending to address the issue.